Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31617011 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use contain the following precaution: exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy for an internal carotid artery occlusion for the treatment of a cerebral infarction, after the first pass using a 125cm cereglide 71 catheter (product code: nic71125c, lot number: 31617011), it was checked outside the patient¿s body, and approximately 5 cm of the tip was found to be flattened. The cereglide was replaced with a new one and the treatment was continued. The procedure was successfully completed. The devices were used according to the instructions for use (IFU). There was no negative impact to the patient. It is unknown if a continuous flush was done. Unknown.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information indicated that there was no allegation of patient injury due to an alleged product issue. There was no vessel calcification, tortuosity was moderate and diameter is unknown. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.